Event description:
It was reported that the patient was hospitalized for sepsis and that the implantable cardioverter defibrillator (ICD) was not controlling the patient¿s arrhythmia, rapid heart rate and did not ¿kick in¿ when the patient went into cardiac arrest. Follow up indicated that the device was alerting for non-sustained ventricular tachycardia, however the patient was in atrial fibrillation. No interventions were taken as a result and the ICD and lead remain in use. No further patient complications have been reported as a result of this event.